Manufacturer narrative:
The case reports that smoke was observed coming from the controller when it was plugged in recharging. The customer did not require medical intervention, and no symptoms were reported associated with this event. The customer confirmed not using the insulet supplied charging cable when charging the device. The customer was sent a replacement controller, and the physical device related to this complaint has not been returned for analysis investigation. Per the omnipod® 5 user guide pt-002111 rev. 4 section 14: caution: use only the charging adapter and orange or black charging cable that came with your controller, as they are designed to limit the power to safely charge the battery. Third-party accessories may allow much higher power, increasing the risk of overheating, spark, or fire, which may lead to minor injuries or serious burns. If new information related to this report becomes available, it will be reassessed. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the omnipod personal diabetes manager (pdm) started smoking while charging. It was confirmed that the insulet supplied charging cable was not being used to charge the device. There was no impact on the patient¿s blood glucose levels and medical intervention was not required for the reported event. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The case description states that the user's controller started smoking when it was plugged in. The charging cable and adapter were not returned with the controller. Inspection of the charging port of the controllers shows evidence of debris however it could not be conclusively determined whether the debris is a result of a thermal event. The plastic surrounding the charging port was not observed to have a melted or shiny surface finish. The controller initially did not power on. User initiated logs were found to not be uploaded to the cloud. The controller was attempted to be plugged in however the charger would not fit fully in the port due to the debris. The debris was removed and the cable was able to be plugged in. The controller charged fully to 100% and was found to not get hot while charging. Inspection of the log files indicates that the controller battery temperature remained within operating range during use and did not show signs of overheating. The tamper seal on the interior back cover was observed to still be intact. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The reported event is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The exact cause of the reported event could not be determined.